Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a ranger sl drug coated balloon. Visual examination consisted of checking the device for damage along the catheter shaft as well as the balloon. Visual examination showed no damage to the catheter shaft. A .018 test guidewire was loaded into the device and it was noticed that the guidewire lumen inside of the balloon was kinked and the guidewire exited a hole at the kink area of the guidewire lumen inside of the balloon. Microscopic examination of the balloon did not show any damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the hole in guidewire lumen was attributable to procedural factors. There was no evidence of any damage or irregularities contributing to the reported removing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-10960. It was reported that a guidewire perforated a balloon catheter. The target lesion was located in the iliac artery. A v-18 control wire was engaged and a ranger drug-coated balloon was selected for use and was noted to be difficult to advance over the wire. Eventually the balloon fed on the wire and the wire perforated through the balloon. The balloon kinked and had to be withdrawn together with the sheath. The physician chose to end the case. The patient status was okay and no complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ranger drug coated balloon. Visual examination consisted of checking the device for damage along the catheter shaft as well as the balloon. Visual examination showed a kink approximately 6cm from the strain relief. A .018 test guidewire was loaded into the device and traveled through the device with no hesitations or restrictions. Microscopic examination of the balloon did show a circumferential tear approximately 1cm distal of the proximal marker band. Inflation was attempted and the balloon leaked at the discrepancy noted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported removing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-10960. It was reported that a guidewire perforated a balloon catheter. The target lesion was located in the iliac artery. A v-18 control wire was engaged and a ranger drug-coated balloon was selected for use and was noted to be difficult to advance over the wire. Eventually the balloon fed on the wire and the wire perforated through the balloon. The balloon kinked and had to be withdrawn together with the sheath. The physician chose to end the case. The patient status was okay and no complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-10960. It was reported that a guidewire perforated a balloon catheter. The target lesion was located in the iliac artery. A v-18 control wire was engaged and a ranger drug-coated balloon was selected for use and was noted to be difficult to advance over the wire. Eventually the balloon fed on the wire and the wire perforated through the balloon. The balloon kinked and had to be withdrawn together with the sheath. The physician chose to end the case. The patient status was okay and no complications were reported.